Manufacturer narrative:
On 7/16/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contraction and breast implant illness. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a mentor memorygel breast implant 325cc on the right side and a mentor memorygel breast implant 400cc on the left side. The patient experienced breast implant illness, rupture on the right side, as well as capsular contraction bilaterally. As a result, the patient underwent bilateral device explantation on (B)(6) 2018. This report is for the left side.